Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device after a premature ventricular contraction (pvc) ablation procedure using an 8f sheath. The proglide device was deployed successfully and was used to achieve hemostasis in the rcfa. Two vascade devices were used to achieve hemostasis in a small-bore hole in the left common femoral vein. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. On (B)(6) 2026, 5 days after the procedure, the patient was readmitted with methicillin-resistant staphylococcus aureus (mrsa) infection. The patient passed away on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, a medical review was performed. Based on reported information, there is insufficient evidence to establish a causal relationship between the deployment of the perclose prostyle device and msa infection or patient death. The closure device was successfully deployed with the reporting of no adverse events and no clinically significant delays. The patient effects of infection and death are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no reporting of access site complications such as infection or bleeding. Therefore, based on available information, the device is considered to have functioned within expected specifications.